Event description:
The customer stated that he was hospitalized three weeks ago due to low blood glucose levels. The customer reported a blood glucose reading of 7 mg/dl. The customer also stated that he inserted a new battery, and the insulin pump is not powering up at all. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.